Event description:
The patient reported to the MRI tech that her generator and lead were explanted due to device malfunction. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No other relevant information has been received to date. The explanted products have not been received by the manufacturer to date.